Event description:
Customer reported that when both driver arms are engaged the driver block moves up and down the leadscrew with and without a syringe. Noted that pump has been dropped and bumped occasionally but has not noted any significant damage.